Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had power up fault code #14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer performed a condensation removal procedure and drive regulators were recalibrated. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) had power up fault code #14. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (investigation findings).

Event description:
N/a